Manufacturer narrative:
Product evaluation: evaluation of the visao handpiece fund that the nose, bearings and shaft collar were corroded. The device was cleaned, repaired and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: the visao was received in service and repair. The incoming inspection found that the device was noisy, and pre-repair temperatures after running the device at 80,000 rpm¿s, were: rear ¿ 29.2 c, middle ¿ 40.3 c, and, nose ¿ 49.3 c. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that ¿at around several tens of seconds after starting, the [visao] handpiece started to heat up¿ during a tympanoplasty, which was clarified to mean that it overheated in less than 1 minute. The device was used to complete the procedure; there was no patient impact.